Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and packaging was discarded by the customer and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that, during a tka, when a surgeon peeled the tyvek sheet of the inner blister pack, the buffer material stuck with the tyvek sheet. The tibial base plate was used without any problems.